Manufacturer narrative:
User report: (B)(4). Device evaluation analysis: the customer's biomedical engineer inspected the device and found two inoperable error codes relating to the event. The biomedical engineer ran the unit all night and found no further errors. The unit was approved to be returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed "safety valve open" and the unit stopped delivering breaths. The nurse heard the alarm and began to ventilate the patient via ambu bag. The patient was then placed on an alternate ventilator without harm or injury.